Event description:
Correction: on (B)(6) 2014, a 31mm epic stented porcine valve was implanted. On (B)(6) 2019, the valve was explanted due to leaflet tears. It was observed that the leaflets looked thinner. The valve was exchanged for an edwards magna mitral ease valve. The patient was reported to be in stable condition.

Manufacturer narrative:
The tear seen at explant was confirmed. The investigation found that cusp 2 was torn at stent post 3. There was thinning and loss of collagen fibers which was diffuse in cusp 2 and present only in the base of cusp 3. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear and thinning could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 31mm epic stented porcine valve was implanted. On (B)(6) 2019, the valve was explanted due to endocarditis. It was observed that the leaflets looked thinner. The valve was exchanged for an edwards magna mitral ease valve. The patient was reported to be in stable condition.